Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 286 mg/dl after being disconnected from the ilet for about one hour and eating during the disconnection; the user subsequently resumed insulin delivery after a supply change without issues. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management at home without professional medical intervention and no use of backup therapy. Investigation included customer interview and follow-up attempts. Investigation of this case revealed use-related circumstances consistent with insulin delivery interruption during device disconnection, with no device malfunction identified. It was concluded that the event was consistent with hyperglycemia of unclear cause relative to device performance, with resolution after resuming insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.